Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced elevated blood glucose (bg above 540 mg/dl); cause was not known. Ketone level was high. Customer administered a bolus via the pump to address bg. After 1.5 hours, customer changed the infusion set site and delivered another bolus; bg level did not change. Ambulance was called and after a 3 hour wait, bg was still high and a pen insulin injection was administered. Customer was transported to the emergency room and was transferred to the intensive care unit (ICU). Ketone level was identified as dangerous/life threatening. Intravenous insulin, saline and glucose were administered. Elevated bg and ketone level were resolved. Customer was discharged with no permanent injury on (B)(6) 2022. Customer did not observe any issues with the cartridge, infusion set tubing/cannula or insulin. All supplies were used within labeling. No pump issues were identified. Pump system check was performed and pump was found to be functioning as intended.